Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for a female patient. The following data was provided (customer¿s reference range is <14 ng/l): sample ID (B)(6), initial result, on (B)(6) 2025, was 274, repeat result was <2.7 ng/l. It was noted that due to the elevated result the patient was admitted to the hospital and an IV drip of heparin was given for less than 5 minutes and then was stopped when the repeat result was reported. There was no harm to the patient as the heparin was stopped within 5 minutes. There was no other impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I stat high sensitivity troponin-I result on the alinity I processing module processing module, serial number (B)(6). Through an extensive investigation, the fsr found the alinity pipettor probes, list number 03r96-02, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for a female patient. The following data was provided (customer¿s reference range is <14 ng/l): sample ID (B)(6), initial result, on (B)(6) 2025, was 274, repeat result was <2.7 ng/l. It was noted that due to the elevated result the patient was admitted to the hospital and an IV drip of heparin was given for less than 5 minutes and then was stopped when the repeat result was reported. There was no harm to the patient as the heparin was stopped within 5 minutes. There was no other impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.